Manufacturer narrative:
The following device was also listed in this report: delta v-40 ceramic head 36/-2,5; cat#6570-0-436; lot#70092103. It cannot be determined if this device may have caused or contributed to the patient's experience. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported that the patient's left hip was revised due to infection (infection reported by surgeon. Unknown if clinically confirmed or if infecting microorganism identified. Possible cause or contributor to infection unknown). Surgeon performed an irrigation & debridement with a head and liner revision. Patient was revised to a liner of the same catalog and a c-taper head with sleeve. Rep reported that no further information is available.